Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a distributor reported via email that an ar-1588rt-2j tightrope ii rt snapped at the level of the button while being tensioned into the femoral tunnel. The case was completed, and no additional details were provided. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/27/2025: all snapped sutures were removed from the surgical site. A replacement ar-1588rt-2j tightrope ii rt was used to complete the case. The case was delayed 30 minutes, and no additional anesthesia was administered. A 3.5 retro drill pin (ar-1595) and a low-profile reamer were used to prepare the bone socket for implant insertion, and the bone quality was assessed as good. No adverse effects were reported during or following the surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-1588rt-2j, batch 15394242, was received for evaluation. Visual inspection of the returned device found that a piece of white suture had arrived detached from the button. Evaluation of the white suture noted frayed and damaged. Evaluating the blue sutures still attached to the button found no major damage. No sharp edges or issues were observed on the button. No functional testing was performed due to the device's damage. The most likely cause for the reported failure is user error, applying excessive force, shortening the suture strands.